Manufacturer narrative:
Return material authorization (RMA) was not created as user stopped responding to communications. Hence device was not returned for evaluation. No investigation was possible for this complaint.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where the patient experienced early sensor replacement alert leading to sensor removal.